Event description:
Office received an alert indicating that the atrial lead impedance had gone up to >3,000 and patient was asked to come in for an evaluation. Dr's post op note indicated some subclavian stenosis and would not accept the wire so a more proximal subclavian access used lower under the clavicle. Also, it noted that the wires went in smoothly with no entrapment. Pt came to the cath lab the next day for a lead revision and the lead was found to be fractured. A new lead was placed: a fineline ez model 4469.

Event description:
Office received an alert indicating that the atrial lead impedance had gone up to >3,000 and patient was asked to come in for an evaluation. Dr's post op note indicated some subclavian stenosis and would not accept the wire so a more proximal subclavian access used lower under the clavicle. Also, it noted that the wires went in smoothly with no entrapment. Pt came to the cath lab the next day for a lead revision and the lead was found to be fractured. A new lead was placed: a fineline ez model 4469.